Manufacturer narrative:
Product event summary: at analysis, it was noted that the cap of the battery drawer was missing though the unit was still working, that it passed its incoming test, that both bail covers were cracked and the attachment ring was bent. The battery drawer, bail covers and attachment ring were replaced, the unit was cleaned and inspected and tested on the automated test system and it passed.

Event description:
It was reported that the external pulse generator was returned for a functional check and to check the atrial stimulation. There were no patient complications reported as a result of this event.